Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00043 and 9610978-2011-00044. The complaint received states that during an interventional procedure a palmaz genesis stent had inaccurate placement and a genesis sds balloon ruptured prior to inflation. This is an (B)(6) female patient with unknown medical history. The target lesion was left renal artery; however, vessel characteristics have not been provided. The patient was admitted for a left renal artery stenting procedure. The physician attempted to implant a palmaz blue stent in the proximal left renal lesion, however, it "watermelon seeded" and was placed distal to the lesion. A palmaz genesis aviator sds balloon was advanced through the sheath and guiding catheter and positioned in the lesion. Just prior to inflation, blood was noted in the inflation device indicating a balloon rupture. Another genesis balloon was used successfully. There was no patient injury reported. One non sterile catheter sds genesis aviator 6.0x15/15 was received coiled inside a plastic bag. A three way valve was annexed to the hub. There were blood residues on the catheter. The stent and balloon were not expanded. The stent presents one uplift strut. No other anomaly was observed in the returned device. Leak was noted at 27 cm of the distal tip. Was performed the leak test according to dp 12169733 rev. 1. Sem analysis was performed in order to identify the cause of shaft tear, results showed that the shaft presents a tear in the proximal part of the transition seal. External and internal damages (abrasions) can be observed in the outer member. The inner member presents a tear that goes through the whole wall thickness of it. The exact cause of the failure mode could not be conclusively determined; however cutting performed by a sharp tool was discarded since no characteristics of this failure mode can be observed in the shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer for balloon burst during positive pressure was not confirmed; however the exact cause of the shaft burst due to a tear and the stents strut uplifted failures could not be conclusively determined. Controls are in place to prevent these failures during the process before leaving the facility. Refer to manufacturing work 10547896 rev. 17, and r0210054 rev. 109, 11749551 rev.9. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The complaints inaccurate placement and balloon rupture could not be confirmed with the available information. However, the failure modes of shaft tear and strut uplift were identified. The exact cause of the shaft burst due to a tear and the stents strut uplifted failures could not be conclusively determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not suggest what other factors may have contributed to the reported events and confirmed failures.

Event description:
The patient was admitted for a left renal artery stenting procedure. The physician attempted to implant a palmaz blue stent in the proximal left renal lesion, however, it watermelon seeded and was placed distal to the lesion. A palmaz genesis aviator balloon was advanced through the sheath and guiding catheter and positioned in the lesion. Just prior to inflation, blood was noted in the inflation device indicating a balloon rupture. Another genesis balloon was placed in the patient successfully. There was no patient injury reported.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00043 and 9610978-2011-00044.additional information will be submitted upon 30 days of receipt.